Event description:
It was reported that this patient received multiple inappropriate shocks. A new transvenous system was implanted and the current subcutaneous implantable cardioverter defibrillator (s-ICD) was surgically abandoned. No additional adverse patient effects were reported. It was reported that the electrode was later explanted and returned with no additional information.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient received multiple inappropriate shocks. A new transvenous system was implanted and the current subcutaneous implantable cardioverter defibrillator (s-ICD) was surgically abandoned. No additional adverse patient effects were reported.